Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: during investigation, the pump was returned with moisture visible through the display lens. The pump powered up to a cs 052 alarm. A leak test failed due to a keypad leak and from a crack at the top right corner between the display lens and pump seal. The pump was opened and there was moisture found throughout the pump casing. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display was cloudy and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.